Manufacturer narrative:
(B)(6). Batch # m53p74. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Were there staples missing from the staple line? If there were no issues with staple formation, was the issue caused by patient factors (tissue quality)? How was the tissue repaired? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The sc45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further inspection the cartridge was noted to be broken in two pieces and the cartridge pan dislodged inside the channel. The pan was removed from the channel and the returned device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge or cartridge to become broken. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the physician reported that cutter has worked incorrectly because the staples haven`t piece together the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.